Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced significant reduction of irido-corneal angles and pupil block, with elevated intraocular pressure. The icl was exchanged for a shorter lens which resolved the problem.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens not returned. (B)(4).